Event description:
The user facility reported that an employee experienced a bruise on her arms and a concussion after the panel of their amsco 5052 single-chamber washer-disinfector fell. The employee was given zofran.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the top panel was loose due to a missing screw which obstructed the door from opening completely. To resolve the issue, the technician reinstalled the top panel. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.